Manufacturer narrative:
The patient was not harmed or injured as a result of the reported event.

Event description:
It was reported that the ventilator had an error code indicating 'unable to reach target flow". The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot the issue and believes it could be due to the cannula size was too great (large cannula in use, did not use sizing card), and/or the headgear was too snug.